Event description:
I had a medtronic spinal cord stimulator placed in my right upper hip in (B)(6) 2013 for rsd in my left hand. They removed a bone from my neck which I was not told was part of the implantation. Since it was placed, I have had numerous problems extreme pain in my hip (can't wear pants), problems with my neck and shoulders (having injections in both trying to control the pain), the machine feels hot all the time and actually burns while charging. I have been back to the surgeon twice and he says these are normal side effects but finally my pm doctor has called him and asked him to check for problems because it isn't helping my rsd and it has caused more issues. I am deteriorating from this device. Headaches, more pain, joint swelling, respiratory issues, vision problems, and major stomach/gastro issues, I believe the mfg company knows all the problems but fails to tell patients!!